Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are not able to pee as much as they would like. The stream of urine is not coming out the way it used to and they feel like they are retaining a lot of fluid. The caller also reports pain on the side of their vagina. The patient was redirected to their healthcare provider to further address the issue. Patient noted they fell into a hope chest and damaged the hope chest. Patient had the device checked after the fall and was told everything was ok but patient said their symptoms started after the fall. Patient said they can feel a dent in the device.